Event description:
The event is reported as: the customer alleges that the device will not turn on.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. Per DHR (device history record), the product concha neptune, serial # (B)(4)was manufactured on 10/20/2008. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.